Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a ceramic head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, the primary operative report, and/or photographs/video of the event are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: the patient presented with complaints of pain and a shorter limb. During revision surgery on the (B)(6) 2022 it was found that the ceramic head had cracked and chipped. The patient's ceramic head was replaced with a metal one and the mdm insert was replaced with a new one.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
The following was reported: the patient presented with complaints of pain and a shorter limb. During revision surgery on the (B)(6) 2022 it was found that the ceramic head had cracked and chipped. The patient's ceramic head was replaced with a metal one and the mdm insert was replaced with a new one.